Event description:
Sigma spectrum IV pump failed to hold a charge. Was not functional even when plugged into wall electricity. Pump failed while infusing sedation post-surgery. Patient awoke suddenly and his blood pressure increased requiring medication.